Event description:
On (B)(6) 2015, teva quality received notification of this report via scan from bbraun. The report states: the customer reported that the vial adaptor melted. The customer states, it is a new formulation of bendamustine which was released within the last two weeks. It is a refrigerated liquid instead of a powder. It has gone from 5 mg /ml to 90 mg/ml prepared solution. The vial adapter melted when the drug was attached. It took less than five minutes. The cap kind of melted in place on the syringe and they ended up wasting the whole dose of bendamustine. They also want to know if the onguard can used with the new formulation of bendamustine. Teva comment: tevadaptor can be used with all known cytotoxic drugs, except amsacrine, busulfex/busuflan and other drugs that are diluted with solvent n. N-dimethylacetamide. For treanda/bendamustine, each 2 ml vial contains 180 mg of bendamustine hydrochloride, 648 mg of propylene glycol, usp and 1172 mg of n,n-dimethylacetamide, ep. The reported events are the result of a device malfunction that would be likely to cause or contribute to a serious injury. Causality: medical device malfunction - possibly related to the use of treanda/bendamustine with the tevadaptor device.

Manufacturer narrative:
On (B)(6) 2015, teva's quality received notification of this report via scan from bbraun. The report states, the customer reported that the vial adaptor melted. The customer states, it is a new formulation of bendamustine which was released within the last two weeks. It is a refrigerated liquid instead of a powder. It has gone from 5 mg /ml to 90 mg/ml prepared solution. The vial adapter melted when the drug was attached. It took less than five minutes. The cap kind of melted in place on the syringe and they ended up wasting the whole dose of bendamustine. They also want to know if the onguard can used with the new formulation of bendamustine. No patient injury. Teva comment: tevadaptor can be used with all known cytotoxic drugs, except amsacrine, busulfex/busuflan and other drugs that are diluted with solvent n. N-dimethylacetamide. For treanda/bendamustine, each 2 ml vial contains 180 mg of bendamustine hydrochloride, 648 mg of propylene glycol, usp and 1172 mg of n,n-dimethylacetamide, ep. The reported events are the result of a device malfunction that would be likely to cause or contribute to a serious injury. Causality: medical device malfunction - possibly related to the use of treanda/bendamustine with the tevadaptor device.

Manufacturer narrative:
(B)(4). On 12/19/2015, teva's quality received notification of this report via scan from bbraun. The report states, the customer reported that the vial adaptor melted. The customer states, it is a new formulation of bendamustine which was released within the last two weeks. It is a refrigerated liquid instead of a powder. It has gone from 5 mg /ml to 90 mg/ml prepared solution. The vial adapter melted when the drug was attached. It took less than five minutes. The cap kind of melted in place on the syringe and they ended up wasting the whole dose of bendamustine. They also want to know if the onguard can used with the new formulation of bendamustine. No patient injury. Teva comment: tevadaptor can be used with all known cytotoxic drugs, except amsacrine, busulfex/busuflan and other drugs that are diluted with solvent n. N-dimethylacetamide. For treanda/bendamustine, each 2 ml vial contains 180 mg of bendamustine hydrochloride, 648 mg of propylene glycol, usp and 1172 mg of n,n-dimethylacetamide, ep. The reported events are the result of a device malfunction that would be likely to cause or contribute to a serious injury. Causality: medical device malfunction - possibly related to the use of treanda/bendamustine with the tevadaptor device. 13-feb-2015: additional follow-up information including; investigation summary and health hazard assessment. Tevadaptor complaint (B)(4)-on 12/19/2014, teva qas received a complaint ((B)(4)) reporting a tevadaptor vial adaptor melted while being used with the solution formulation of treanda. No occupational exposure or adverse events were reported. An investigation record was created the same day. The complaint sample, a tevadaptor syringe adaptor, arrived at the manufacturing plant on 12/23/2014. A vial adaptor sample was not provided. The production records were reviewed for both the syringe adaptor and vial adaptor. Both were found to have been manufactured according to their validated processes with no related incidents or deviations observed. Teva filed MDR 9611423-2015-00001 for tevadaptor complaint (B)(4) on 26 jan 2015. Although no adverse events were reported and a true device malfunction had not occurred, teva filed MDR out of an abundance of caution. Conclusion - the investigations conducted did not identify and manufacturing related root cause for the reported complaints. There was no product put on qa hold. Tevadaptor website indicates that this device is primarily composed of abs. A field safety notice dated december 8, 2008 was issued for tevadaptor, indicating the device is incompatible with drugs diluted in n,n-dimethylacetamide (dma) and should not be used with such drugs. The tevadaptor IFU states the following text in the warning section- do not use with drug containing n,n-dimethylacetamide (such as amsacrin or busulfan). The treanda labeling also states the product contains n,n-dimethylacetamide. Based on the investigation and review of the labeling, it is concluded that this incident was not caused by any quality related defect. The issue was caused when the complainants combined both products against the warning in the tevadaptor IFU. There is no impact to marketed product. Although no quality defects were found with either product, teva regulatory affairs will contact FDA per the established guidance on dear health care letters to evaluate the need for a letter. Teva will also evaluate both products labeling to determine if any additions would be value added. Health hazard assessment tevadaptor vial adaptor. Conclusion - based on the available information and for the reasons stated above the probability of serious adverse health consequences in patients is unlikely because of the likelihood of early detection of device malfunction by healthcare providers preparing treanda for intravenous administration. However, there is a possibility of serious adverse health consequences in healthcare providers preparing treanda for intravenous administration using the tevadaptor system; however the probability is low.

Event description:
19-dec-2014: spontaneous, (B)(4) on 12/19/2015, teva's quality received notification of this report via scan from bbraun. The report states, the customer reported that the vial adaptor melted. The customer states, it is a new formulation of bendamustine which was released within the last two weeks. It is a refrigerated liquid instead of a powder. It has gone from 5 mg /ml to 90 mg/ml prepared solution. The vial adapter melted when the drug was attached. It took less than five minutes. The cap kind of melted in place on the syringe and they ended up wasting the whole dose of bendamustine. They also want to know if the onguard can used with the new formulation of bendamustine. No patient injury. Teva comment: tevadaptor can be used with all known cytotoxic drugs, except amsacrine, busulfex/busuflan and other drugs that are diluted with solvent n. N-dimethylacetamide. For treanda/bendamustine, each 2 ml vial contains 180 mg of bendamustine hydrochloride, 648 mg of propylene glycol, usp and 1172 mg of n,n-dimethylacetamide, ep. The reported events are the result of a device malfunction that would be likely to cause or contribute to a serious injury. Causality: medical device malfunction - possibly related to the use of treanda/bendamustine with the tevadaptor device.